Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on(B)(6) 2025 on (B)(6) 2025, it was reported that the patient experienced nausea and had movement issues. The patient was brought to the hospital by ambulance. When a fingerstick was taken the cgm reading was 235 mg/dl, and the blood glucose reading was 450 mg/dl. The patient was treated with insulin and intravenous saline solution. The patient was discharged after 12 hours. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - movement disorder.